Event description:
Reported receiving inaccurate high readings. In blood glucose tests, cutomer received readings of 140 and 275 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.